Event description:
(B)(6) 2024, (B)(4) (con): information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was non-malignant pain. It was reported that the patient said the remote is not working. The patient said it won't charge or take a charge and when they turn it on it says to reset the device. The patient also said the green light on the controller was blinking but then stopped after 4 blinks. The patient plugged in the controller to ac power and reported memory problem, data has been lost, repeat the set up process. The manufacturer's patient services specialist (pss) advised the patient to reset equipment and after reset confirmed solid green light, pss advised to try and charge and once the rtm was plugged in the screen went blank and would not power on. The patient detected no damage. The issue was not resolved. A replacement controller was sent out.   Additional information was received from the patient. The patient called back and was experiencing the same issue as previously documented. The patient said the controller was still having the green light flash maybe three to four times when plugged into ac power, then would stop. The controller seemed to be taking small amounts of charge whenever the three to four seconds of blinking would happen, but was not enough to connect recharger to charge ins; the controller would just die. Psshad the patient observe ac power cord to make sure the cord didn't appeared damaged or the plug didn't seem loose/wiggly; the patient said cord seemed undamaged. The call dropped and the serial number could not be collected. A replacement battery pack was sent out. The patient called back stating they got a new controller and now they called back due to the controller battery not working. The patient said the call with previous pss disconnected. Pss informed the patient that an order was requested for a new battery.   The patient called and reported with the replacement equipment they no longer had the programming they were used to; said they no longer had multiple groups and couldn't see what group they were on. Pt said they had left stimulation off because the intensity ofstim felt way higher than they were used to. When they unlocked controller, they saw 'no device found' even though they just charged ins last night. The patient did not have recharger available during time of call to attempt charge/connection through other means. Pss explained they may want to meet with a manufacturer representative (rep) to assess why the programming had changed, and perhaps unpair and re-pair the controller again. The patient said they had a rep's contact info, and pss sent email to field for visibility. The patient called back and repeated information from this case noting they received the replacement equipment but they continued to see the "no device found" message when trying to connect the controller wirelessly even though the ins battery was at 100%. Pss helped the patient perform a reset of the controller and confirmed the green light was blinking on the controller when plugged into the outlet. The patient continued to see the no device found message. Pss reviewed the patient would need to meet with their rep to unpair the controller and repair the controller due to the issues. Pss reviewed role of rep and provided the patient with the national answering service number for their healthcare provider's office.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. D10: section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; UDI: (B)(4), brand name intellis; product ID: m995402a001, (serial: (B)(6)); product type: ; UDI: (B)(4). H3. The battery pack was received for analysis on 2024-jan-11. Analysis of the battery pack found a non-conformance. The battery pack case was broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97745nt, lot#/serial# (B)(6), product type h3: analysis of the device, model # 97745nt, s/n (B)(6), revealed main board with corrosion/liquid damage causing charging /pow ER/connection issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.